Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for investigation. The investigation is underway.

Event description:
It was reported that during deployment, the fred did not open around a turn in the vessel after approximately 20-30% of the fred had been deployed. The fred was then unable to be resheathed back into the microcatheter. The partially open stent was removed together with the microcatheter from the patient through the intermediate support catheter. There was no reported patient injury or additional intervention. The patient was discharged home and reported to be stable and neurologically intact.

Manufacturer narrative:
Upon initial investigation, there was no damage found on the stent. The stent was reloaded and was able to be advanced and resheathed into the catheter. The stent fully deployed without any issues. The proximal marker band 's outer diameter and the microcatheter's inner diameter were measured and found to be in specification. Two images provided by the customer were inspected. The stent appears that it may have been covered with an excess amount of blood, indicated by the stent being covered in red spots, which may have impacted its ability to be resheathed into the microcatheter. The investigation of the returned stent found it was able to deployed and resheathed without issue during lab testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The images provided by the customer shows that the alleged resheathing issue may have been the result of excessive blood, bio-contaminates, or residue, but this cannot be confirmed by the image alone. Based on the physical evaluation of the device alone, the complaint is unconfirmed.